Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited undersensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: b5 and h6 section: previous report should mention no intervention was performed in b5 section instead of the programming changes was performed. Besides, in previous report should report as 2199 - no health consequences or impact under health effect - impact code instead of 4641 - unexpected medical intervention (h6 section).

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited undersensing. The programming changes were performed. The patient was in stable condition and will continue to be monitored.